Event description:
As reported by the user facility: a customer reported that a pump "shut down" while administering a norepinephrine infusion on two separate pumps for the same patient. The pump displayed a 2042 error, which interrupted the norepinephrine infusion.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated the reported issue was not observed. Technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. The logs were provided for review. Log review shows no da 2042 or device alarms on date of incident. B. Braun melsungen ag has indicated that the software anomaly will be addressed in the next version of infusomat software (version u18). As an interim measure, their investigation identified that the reported device alarm does not occur if the infusion is stopped prior to updating the order if auto-programming is in use. In the case of manual programming halting the infusion prior to adjusting infusion parameters may also prevent occurrence of this or similar alarms. Additionally, b. Braun medical inc. Recommends that any critical, life-sustaining medications where the device alarm has been encountered be removed from auto-programming workflows until release of the updated software. Preventative maintenance was performed. All information concerning this reported incident has been included in our trend analysis of the product line.